Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been made available so far.

Event description:
Note: fu#1 resubmitted as initial as advised by FDA. Patient reports that about 2 months ago he stopped hearing. No report of trauma or change in health is known. Re-implantation is considered.